Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The returned device was evaluated by quality engineer. The mainframe was powered on with the interface, simulator, and probe c onnected. A monitoring mode using all available channels was selected. Each channel was stimulated in turn using stim 1 and stim 2; proper responses and measured currents were seen on any channels with each stim circuit. However, a muting warning intermittently appeared. The interface was unplugged and then plugged back in. The electrode check did not pick up any impedance readings.

Event description:
It was reported the box has to be situated in the right position in order to work; works intermittently.